Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose which led to hospitalization on (B)(6) 2024. Symptoms patient reported at the time of hospitalization were feeling sick/unwell, flu like extremity pain/cramps. Troubleshooting confirmed occlusion due to diabetic ketoacidosis. Highest blood glucose reported was 600mg/dl. Patient used multi daily injection in order to address high blood glucose. During hospitalization patient received intravenous fluids of saline and insulin as a treatment. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6006388 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. DHR review: packing lot 6006388 was manufactured according to the wi version 96 and packaging in the multivac 10, on 14/apr/2024, with a total of (B)(4) units. Welding lot 4d00560 was manufactured according to the wi version 33, welding in the machine ls06, ls07, on 09/apr/2024, with a total of (B)(4) units. Lot 4d02432 was manufactured according to the wi version 33, welding in the machine ls24, ls25, on 21/ap/2024, with a total of (B)(4) units. Lot 4c04691 was manufactured according to the wi version 33, welding in the machine ls24, ls25, ls11, on 31/mar/2024, with a total of (B)(4) units. Lot 4d02137 was manufactured according to the wi version 33, welding in the machine ls06, ls07 on 14/apr/2024, with a total of (B)(4) units. Gluing of connector lot 4d00520 was manufactured according to the wi version 37, gluing of connector in the line 3, on 08/apr/2024, with a total of (B)(4) units. Lot 4d03922 was manufactured according to the wi version 37, gluing of connector in the line 3, on 21/apr/2023, with a total of (B)(4) units. Lot 4d03923 was manufactured according to the wi version 37, gluing of connector in the line 3, on 22/apr/2024, with a total of (B)(4) units. Lot 4c04685 was manufactured according to the wi version 37, gluing of connector in the line 3, on 31/mar/2024, with a total of (B)(4) units. Lot 4c04684 was manufactured according to the wi version 37, gluing of connector in the line 3, on 29/mar/2024, with a total of (B)(4) units. Gluing of tubing lot 4d00588 was manufactured according to the wi version 62, gluing of tubing in the machine ft02, on 08/apr/2024, with a total of (B)(4) units. Lot 4d02348 was manufactured according to the wi version 63, gluing of tubing in the machine ft02, on 16/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/aug/2025 against malfunction code occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6006388 and no other complaint has been registered in database for the same lot 6004618 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.